Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date. The torque handle was tested multiple times and each time it showed that it was out of tolerance. There was no procedure and patient involvement. This complaint involves one (1) device.